Event description:
It was reported that piece of the working blade tip fell into the pt during sugery. The procedure was converted to open. The doctor wasn't able to find the active tip inside the pt, even after the pt was x-rayed. There is no additional info available at this time.